Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). The patient has a bicuspid type 1 anatomy with the prior medical history of hypertension (htn), hyperlipidemia (hld), chronic kidney disease (ckd) on dialysis, coronary artery disease (cad), atrial fibrillation (afib), gastrointestinal (gi) bleed, wheelchair bound, ejection fraction (ef) 30%; severe mixed aortic stenosis (as) and aortic insufficiency (ai) with a gradient of 43mmhg. Pre-implant balloon valvuloplasty (pre-bav) was performed twice using a 25mm, non-abbott balloon. During the procedure, the valve was able to be implanted at a depth of 2mm on the non-coronary cusp (ncc) and 4mm on the left-coronary cusp (lcc). Post-implant, incomplete stent opening (iso) and severe paravalvular leak (pvl) were noted. Post-implant balloon aortic valvuloplasty (post-bav) was performed using a 26mm, non-abbott balloon. Mild to moderate pvl was noted; the patient remained hemodynamically stable throughout the procedure and there was no clinically significant delay reported. The patient was in a stable condition and subsequently discharged.